Event description:
The user noticed low results from the e411 and repeated the samples on the cobas e601. Erroneous results were generated for one pt sample on multiple runs on the cobas e601. The initial troponin t result on the e411 was 0.030 ng per ml, repeat result on the cobas e601 was 0.038 ng per ml. The same sample was tested again on the e411 with a result of 0.034 ng per ml and tested again on the cobas e601 was 0.030 ng per ml. The initial results from the e411 were reported and later corrected. The sample was collected while the pt was in the ER and the pt was subsequently admitted. The user stated the pt was not admitted based on lab result, but was admitted based on the clinical condition. The pt was admitted for syncope and is still in the hospital for observation according to the customer.

Manufacturer narrative:
The field service representative could not find a problem and verified the performance of the analyzer by performing precision testing and diagnostic checks with acceptable results.